Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08715 inches. However, unit received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis. The customer¿s blood glucose was 700 mg/dl. The customer stated that she breaks out in a rash and has been in the hospital 3 times, in intensive care unit. Troubleshooting was not done for high blood glucose. Granddaughter stated that the infusion set was causing infection. The insulin pump will be returned for analysis.